Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia following on-time meal announcements after switching rapid-acting insulin from lispro to fiasp (both u-100), with cgm showing a lowest value of 49 mg/dl; the patient treated the event with oral glucose tablets and noted belief that fiasp acted faster, while device data showed glucose was already rising prior to the meal announcement. Symptoms included hypoglycemia. Outcomes included low glucose requiring unexpected medication intervention and were considered a serious illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.